Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer0476 showed one other similar product complaint(s) from this lot number. .

Event description:
It was reported serous fluid from exit site due to fibrin shed. The leak start date: (B)(6) 2021; end date: (B)(6) 2021. Moderate severity and related to device (catheter). Action taken: device removed. Outcome: recovered, no sequalae. No other information was provided.